Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis showed that after a c-arm orbital movement a proximity switch became active for a small period of time (<100ms) again and again several thousands of times. As a result, system movement was practically blocked. Upon investigation the customer service engineer found a cable was out of the ground clip, but still touching and made a loose connection. During movement in the c-arm or collimator the cable lost the connection completely and activated the error. After the cable was secure inside the ground clip the system recovered. No parts were replaced and the error did not reoccur. The manufacturer is not considering further actions based on this non-systematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported a stand table error. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.